Event description:
Boston scientific neurovascular was made aware that during a procedure the physician used an excelsior sl-10 microcatheter and a transend 0.014" guidewire to approach the lesion, then decided to deploy the subject device before stenting. Started to push the main coil into the aneurysm, about 20-cm were deployed inside but one loop protruded into the vessel. The physician then attempted to retrieve the main coil back into the microcatheter, but it did not come back. The physician realized that the main coil was detached. According to the physician, no force was applied to it. The physician attempted to retrieve the subject device using an in-time retrieval device and goose neck; when the main coil was caught, it was withdrawn and got stretched. A small segment came out from the microcatheter, then it broke off. No complications were reported to have occurred with the pt during this event.